Event description:
The customer's sister called for assistance in programming a replacement insulin pump. The caller did not have all of the settings with her. Advised her to call the hcp for the settings. The caller also stated that the customer's blood glucose was 526 mg/dl because he has not been wearing the insulin pump. Offered to call the paramedics, but she declined. She stated that she would be taking the customer to the emergency room for treatment. She later called to complete the programming. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.